Event description:
The investigation determined that higher and lower than expected phenytoin (phyt) and carbamazepine (crbm) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products phyt slides lot 2621-0180-7306 and vitros chemistry products crbm slides lot 3906-0115-6417 on a vitros 5600 integrated system. Vitros phyt: biorad immunoassay plus lot 85300 l2 results of <3, 7.01, 6.20, 17.25, 16.57, 17.11 and 18.71 ug/ml vs an expected result of 13.4 ug/ml biorad unassayed chemistry lot 92920 l2 results of 8.67, 7.95, 8.08, 8.35, 13.98, 18.90, 17.64, 18.10, 8.61, 9.21, 16.59, 14.64, 29.20, 30.34, 29.94, 31.50, 32.25, 32.56, 32.33, 31.72, 32.20, 30.37, 31.07, 29.56, 31.93, 30.71, 32.79, 31.81, 34.33, 30.71, 30.55, 32.39, 35.32, 30.37, 29.23, 33.37, 32.12, 35.37 and 34.89 ug/ml vs an expected result of 24.3 ug/ml vitros crbm: biorad immunoassay plus 85300 l2 results of <3 and 10.95 ug/ml vs an expected result of 7.6 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were from qc fluids and were not reported outside of the laboratory. The customer made no indication that any patient sample results had been affected or questioned. However, the investigation was unable to confirm that patient sample results were not affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) .

Manufacturer narrative:
The investigation determined that higher and lower than expected phenytoin (phyt) and carbamazepine (crbm) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products phyt slides lot 2621-0180-7306 and vitros chemistry products crbm slides lot 3906-0115-6417 on a vitros 5600 integrated system. The assignable cause of the higher and lower than expected vitros phyt and vitros crbm results is an instrument related issue. Historical quality control results showed within laboratory imprecision using both assays. Additionally, the results of an initial vitros crbm diagnostic precision test processed on the vitros 5600 system were not within ortho acceptable guidelines. After an ortho field engineer (fe) performed service actions on the vitros 5600 system which included replacing the spring used to hold the slide cam for the iwf metering and the long spring holding the iwf metering carriage (which were both missing) and cleaning the rt blade of the microslide incubator, a post service vitros crbm diagnostic precision test yielded results within acceptable guidelines indicating that the performance of the vitros 5600 integrated system had been returned to expectations in combination with the vitros crbm assay. A post service vitros phyt within run precision test processed on the vitros 5600 system yielded results that were not within ortho acceptable guidelines. A service order has been created by ortho at the time of this report for an ortho fe to revisit the customer site in order to evaluate the vitros 5600 system for an issue specifically affecting the vitros phyt assay. An issue related to the performance of vitros phyt slides lot 2621-0180-7306 is not a likely contributor of the event as the customer has processed the same reagent lot on an alternate vitros 5600 system without issue. Email address for contact office (B)(4).